Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the event. It was reported to boston scientific corporation on april 27, 2006 that a c.r.e balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure eight days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon popped inside of the patient. The device was replaced with another c.r.e. Balloon dilatation catheter. Refer to MFR report #3005099803-2008-3665 for details regarding the second device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.